Event description:
It was reported, that the patient presented in the clinic. Upon interrogation, the atrial exhibited high capture threshold. The atrial lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.